Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter last name not available. A medtronic representative inspected the imaging system on-site. It was found that the molded plug on power cord was not making contact, so the power cord was replaced as well as the uninterruptible power supply (ups) batteries. The ups batteries were discarded on-site so their return is not expected. The power cord was returned to the manufacturer for evaluation. Analysis confirmed the reported complaint return tag "molded plug coming off not making contact. Cord kinked. The plug was cut off and discarded by site." Failed visual inspection. The cable was returned without the plug. The cable jacket has nicks and scratches, none are penetrating through the jacket. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system uninterruptible power supply (ups) was continuously beeping. There was no patient present when this issue was identified.